Event description:
It was reported that patient was taken to operating room in 2007 for exploratory laparotomy, partial colectomy with ileocolic anastamosis. A 20 gauge peripheral IV catheter was placed in the left forearm by certified registered nurse anesthesiologist (crna). A right internal jugular triple lumen central venous catheter (cvc) was placed by crna. Central venous pressure (cvp) readings were recorded throughout procedure. Postoperatively, patient was taken to pacu where the cvp readings were continued. IV fluids were documented to be administered via the peripheral venous line. A chest x-ray (cxr) was obtained in the post anesthesia care unit which did not visualize the central venous catheter. The patient was admitted to stu. Lactated ringers and morphine via pca was documented to be administered via the cvc line. Central venous pressure readings were obtained and recorded. The pt was extubated and transferred the next day, where IV meds were continued. A cxr was ordered to rule out pneumonia the following day. The next day, order placed for bedside cxr for line position check; no reference to central line on x-ray report. A stat portable cxr was ordered the following day, to check central line placement. Report found a guidewire that appeared to be through the superior vena cava and right atrium, terminating below the diaphragm. A new peripheral line was placed by IV team the next day. The documentation of removal of the right jugular central line catheter was not found on record. The patient was discharged to home on the following day.

Manufacturer narrative:
Device will not be returned for evaluation. A follow-up report will be filed if more information becomes available.